Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood solution set leaked when disconnecting the spike from the blood bag; there was difficulty removing the spike. This was observed when the nurse re-spiked the blood tubing to infuse a second blood bag. There was exposure to the leaking blood; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.